Event description:
Additional information was received on 17apr2024: there was no other catheter used. It was believed to be yet base on our finding it must have been something else, due to the foreign object not creating patient injury the customer is content with our finding. No measurement provided of the length of the broken piece remaining in the patient body.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide additional information in section b5, to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. Based on the device that was returned this report has been deemed not reportable. [Appearance of the actual sample (visual, magnifying, and x-ray fluoroscopic inspections)]. The distal tip was found present at the very end and no anomaly such as a breakage or deformation was observed. The radiopaque marker inside the distal end had no anomaly such as a breakage or deformation. (Cause of occurrence): no breakage or no other anomaly was confirmed at the distal end of the actual sample, and the cause of this complaint could not be clarified. (Counter measure): ashitaka factory has been making efforts in maintaining the quality of the product by performing following work and inspections. After the coil/niti-core wire fixing process, 100% visual inspection is performed to assure that there is no kink. After the product assembling process, the outer diameter of coil is measured on 100% basis to confirm that there is no anomaly on it. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported breakage of the radifocus guidewire m involved. The physician reflected, although was not certain, that the tip of guidewire is peeled/broken and left inside patient's body. It was likely left inside the liver. The fragment was left inside the liver parenchyma, and it is difficult to remove. The procedure outcome was not reported. The patient's status was stable.

Manufacturer narrative:
Patient identifier: requested, unknown. Age & date of birth: requested, unknown. Patient sex: requested, unknown. Weight: requested, unknown. Ethnicity: requested, unknown. Race: requested, unknown. Lot number: requested, unknown. Expiration date: unknown due to unknown lot number. UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: distributor. Device manufacture date: unknown due to unknown lot number. The actual device was discarded by the involved facility; therefore, an evaluation of the actual device was unable to be conducted. Since the involved lot was unknown, it was not possible to investigate the manufacturing history record and the shipping inspection record. Since the involved lot number was unknown, the complaint file could not be investigated. From the description of the event, it was likely that a separation of outer layer from the distal end or a fracture of the distal end had occurred, however, since the actual sample was not returned and the investigation could not be performed, the cause of occurrence could not be clarified. Relevant instructions for use (IFU) reference: "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glide wire m and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." "Do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).